Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has had a chronic driveline infection and intermittent bacteremia since (B)(6) 2015. The patient is on long-term suppression for the driveline infection. No further information was provided.